Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she had her implantable neurostimulator (ins) and leads taken out on (B)(6) 2014. This occurred because the patient still had pain in her right arm since implant that required another lead, but the ins could not allow another lead to be implanted, so the patient had the therapy removed and had a competitor product implanted. The patient had pain in her right arm post implant and the therapy was not helping and required another lead. Relevant medical history included non-malignant pain.